Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks (ias) in all three vectors. The patient was subsequently hospitalized, and the therapy was turned off. It was inquired as to whether any programming changes would help the situation or whether the s-ICD system needed to be explanted. It was additionally clarified that the secondary vector was programmed at implant. On (B)(6) 2024, an untreated episode had been recorded due to oversensing of noise, with a wandering baseline. The physician decided to then change the vector to primary. Then, on (B)(6) 2026, the patient received another ias, again due to oversensing of noise with large deflections from the baseline. The patient was evaluated with provocative maneuvers and palpation, and the noise was not reproducible. When the s-ICD was moved firmly, deflections were observed on the electrogram, and subsequently the device was programmed to the alternate vector. The patient then received further ias on (B)(6) 2026. Technical services reviewed the device data, along with x-rays, and discussed that the ias in the secondary vector had been due to a low r:t ratio and the ias in the primary vector had been due to sensing of non-physiologic signals. It was then stated that the s-ICD system was explanted and replaced with a transvenous system. The lead was cut during explant and disposed of by the facility. The s-ICD device is expected to be returned for analysis. The patient was stable following the procedure.